Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm three years ago. The patient presented emergently with a ruptured right iliac. The cause of the rupture is unknown. The patient had been lost to follow up. The patient was treated successfully with a 16x28x156. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).